Event description:
This is a spontaneous report from global pharmacovigilance of a nurse in the USA of patient made mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex and ultrabag therapies. Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake/touch contamination and this caused peritonitis on (B)(6) 2012. The patient was not hospitalized for the peritonitis. Treatment was not reported. At the time of this report, the patient had not recovered.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The following was obtained from the home patient's registered nurse by baxter global pharmacovigilance on (B)(4) 2012. On an unreported date the home patient added two manual exchanges to his daily peritoneal dialysis regimen and experienced a break in aseptic technique. On an unknown date in (B)(6) 2012, the home patient began treatment with ceftazidime intraperitoneally (ip) and cefazolin (ip), (doses and frequency unavailable). Ceftazidime was stopped, on an unknown date in (B)(6) 2012, upon receipt of the gram stain results. The hp is reportedly completing the course of cefazolin the week of (B)(6) 2012. Per the rn, the peritonitis was not related to baxter solutions, devices or disposable products. Specifically, there was a breach in aseptic technique and the hp was retrained. The patient was recovering from the peritonitis. If additional information becomes available, a follow up report will be submitted.